Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was unable to be charged with the usb cable and wall adapter. The charging supplies were confirmed to be charging another device. It was also reported that the pump battery gauge dropped from 60% to 20% while connected to a power source then jumped to 100% after being disconnected. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.